Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacturing date is unknown.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A customer reported he received a reading of 6.9 mmol/l on his precision xtra blood glucose meter at 5:45 pm, took insulin, but did not eat, and then experienced a medical event at 6:10 pm when he lost consciousness. The paramedics were called and treated the customer with glucose orally, food, and soon after transported him to a health care facility where he was admitted and diagnosed with hypoglycemia, however he did not know the medical treatment rendered. There was no report of death or permanent impairment associated with this event.